Event description:
It was reported that the patient with this pacemaker was hospitalized due to loss of capture (loc) on the right ventricular (rv) lead. An increase in power consumption was also observed on this pacemaker. The right ventricular automatic threshold (rvat) test was unsuccessful at the same time as the elevated power consumption. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption was high and irregular, and the rv channel impedance measurements had been erratic, with high measurements but still within range. Ts discussed that this was consistent with a malfunction in one of the integrated circuits and that it has the potential to result in corrosion of the lead on the affected pacing channel. Device and lead replacement were scheduled for the upcoming days. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that this device exhibited premature battery depletion (pbd) and that the loc resulted in pacing inhibition/symptomatic bradycardia. High capture thresholds were also observed. A device changeout procedure was performed, and this device was explanted and replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. It is expected to receive this product for analysis.

Event description:
It was reported that the patient with this pacemaker was hospitalized due to loss of capture (loc) on the right ventricular (rv) lead. An increase in power consumption was also observed on this pacemaker. The right ventricular automatic threshold (rvat) test was unsuccessful at the same time as the elevated power consumption. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption was high and irregular, and the rv channel impedance measurements had been erratic, with high measurements but still within range. Ts discussed that this was consistent with a malfunction in one of the integrated circuits and that it has the potential to result in corrosion of the lead on the affected pacing channel. Device and lead replacement were scheduled for the upcoming days. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that this device exhibited premature battery depletion (pbd) and that the loc resulted in pacing inhibition/symptomatic bradycardia. High capture thresholds were also observed. A device changeout procedure was performed, and this device was explanted and replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations premature battery depletion (pbd) and loss of capture (loc).

Event description:
It was reported that the patient with this pacemaker was hospitalized due to loss of capture (loc) on the right ventricular (rv) lead. An increase in power consumption was also observed on this pacemaker. The right ventricular automatic threshold (rvat) test was unsuccessful at the same time as the elevated power consumption. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption was high and irregular, and the rv channel impedance measurements had been erratic. Ts discussed that this was consistent with a malfunction in one of the integrated circuits and that it has the potential to result in corrosion of the lead on the affected pacing channel. Device and lead replacement were scheduled for the upcoming days. No additional adverse patient effects were reported. At this time, this device system remains in service.